Event description:
It was reported that an ilet pump was dropped and subsequently displayed alert 61, consistent with an external flash write error, after which the user switched to alternative therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical issue consistent with a circuit failure associated with the memory/storage component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.